Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hosp personnel that the pt experienced several pump stops, with no alarms recorded on his history. The MFR was advised that the pt was cutting his grass on a riding lawn mower when the events took place.

Manufacturer narrative:
The device was returned to the MFR for eval. The sys controller was functionally tested and operated as intended. The sys controller was operated on a mock circulatory loop and functioned as intended, even when supported solely by either sys controller power lead. The log file was reviewed as part of the investigation and the data recorded revealed approx 22 recorded events at the beginning of the log file where the pump was not connected. These events are consistent with the initial preparation and programming of a sys controller prior to passing them on to the pt. The sys controller appeared to be powered on and off several more times to adjust the set speed. At this time, the pump was not connected and does not need to be connected to make these type of adjustments to the sys controller. When the sys controller was actually placed into svc with the pump driveline connected, the sys operated as intended for approx 6 days. The data suggests that the sys controller was operated with a 14volt battery and pt cable while in use with the pt. The final 9 minutes of operation, the sys controller was powered by a 12volt pt cable which is most likely when the pt was at the hosp and the history data was reviewed. Once the sys controller went into operation, there were no interruptions in pump support identified in the log file data until the last few entries, consistent with the sys controller being changed out at the hosp. No further info is available. The MFR is closing its file on this event.